Event description:
It was reported that the device displayed the message "diagnostics cleared due to invalid data" upon interrogation. The rep elected to save and clear the hard drive. The device remained implanted.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.